Manufacturer narrative:
This report is in response to mw5086315. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade IV. The device has been explanted.